Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handpiece was able to complete 3 seals normally but regrasp alarm occurred frequently since the 4th seal. End tones were heard and energy delivery was evident. They continued using the handpiece thinking it was because of a thin tissue but they found out that it was because of the tissue not being sealed. They used another similar handpiece and was able to complete the procedure. When the sales rep visited the hospital, it was found that that the ratchet was broken and the knife advanced with difficulty and half opened jaws. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted arcing damage to the device's seal plates and there was no missing pieces. Functionally, the damage to the seal plate caused the device to activate and complete its seal cycle intermittently when tested on simulated tissue. The device sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The results were intermittent. The damage on the seal plate was consistent with the user grasping a metal object like a staple or clip. Manufacturing does 100% inspection during the assembly and packaging processes. If there was an assembly defect, the defect sample would have been rejected if found prior to shipping. The product analysis found the device's jaw opening and closing mechanism was functioning properly and the weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was recognized by all three generators and no electrical or wiring issues were found. It was reported that the device did not seal the vessel. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the knife blade of the device would not advance. The device also broke during use and the knife blade of the device was exposed. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. Do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.